Event description:
Device malfunction: partial stent deployment, stent stretched, broken handle. Time of malfunction: during stent deployment. Symptoms/ae: device embedded in vessel. Time of adverse event: during the procedure. It was reported that during a revascularization stenting procedure of the sfa (superficial femoral artery), after going up and over the horn contra-laterally, the physician started to deploy the stent; however, the stent only deployed partially. While trying to recover the stent back into the stent delivery system, the stent stretched and the handle broke. The physician decided to oppose the stent to the vessel wall with angioplasty and complete the procedure with a non-abbott stent. Reportedly, the sfa required nine stents to fully cover all the lesions present. There were no pt effects. No additional information is available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.